Event description:
It was reported that the kits with medication had broken vials.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated to address broken ampule issues for lot# 23f18k0549. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A nonconformance was initiated to further investigate this complaint issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the kits with medication had broken vials.